Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that upon completion of a laparoscopic sigmoid colectomy procedure, the tissue pad of this ultrasonic surgical device was deformed. Only the distal end and root section of the tissue pad in the grip section remained. Also, the center section was missing, making it unclear whether it had melted or had fallen off. After the damage was noticed, the inside of the patient's body, gauze, and aspirate were checked using a laparoscope, but nothing resembling a tissue pad was found. The fragment that fell off has not been recovered. The procedure was completed as is. It was considered whether to perform diagnostic imaging after the case. The facility asked about whether the tissue pad (fluoropolymer) will display in diagnostic imaging such as x-ray, magnetic resonance imaging (MRI), and computed tomography (CT) scan, however it was stated that it would probably be invisible. There were no further reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned. On the visual inspection, the tissue pad was worn out and partially peeled off and the complaint was confirmed. Updated fields: d8, d9. H2, h3, h6 and h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear, partially peel away. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed causing an error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.